Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a short circuit detection during shock delivery. The physician felt that the lead coils were touching using the two competitor's coils that were wrapped around the patient's heart. Subsequently, shock impedance were in normal range at 25 ohms. Boston scientific technical services (ts) discussed that the device needs to be removed due to the potential damage of the internal circuitry. Additional information obtained from the field representative that the physician will continue to monitor the patient for any anomalies. The crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.